Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon performed an ablation collar bone (clavicle) procedure on (B)(6) 2015. The hospital wanted to book an ablating ancillary, but the appropriate instrument set would not be available until (B)(6) 2015. So, the hospital ordered a screwdriver bit operace t8 (part number 80073). The endpiece was also out of stock, so they chose the t9 (part number 80198), which is used for screw diameters of 2.4mm, 2.7mm, and 3.5mm (therefore suitable for the removal of a collar bone locking compression plate). The day of the surgery, the surgeon was unable to unscrew the small screws (though intact and good footprint) because the screwdriver did not fit at all into the screw head. The surgeon had to saw off the screw heads to remove plaque. The procedure had to be extended for 2 hours and the hospitalization stay extended for 24 hours. It was reported that the patient experienced significant bleeding. This report is for one (1) unknown screw. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
(B)(6). This report is for one (1) unknown screw. Device was not implanted or explanted. It was reported that the facility discarded the complainant screw. It will not be returned for manufacturer review/investigation. Unknown, as there were no part or lot numbers provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.